Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that they experienced high blood glucose level of 425 mg/dl. The customer treated with the insulin pump. Customer was using the auto mode feature at the time of incident. Troubleshooting was declined as the customer indicated they had changed the set and blood glucose level was decreasing. The insulin pump will not be returned for analysis.